Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with a cracked lcd window and a cracked case at the display window corner. Device passed the idle current measurement test, run current measurement test, self test, off no power test and displacement test. Device was received with a normal operating currents. Device was monitored for several hours and no unexpected low battery alert noted. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the up and down arrow buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.